Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the bolus history showed the last bolus delivery was a 1.0 unit normal bolus. The pump was exercised for 24 hours with a 2.0 unit per hr basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No alarms or delivery interruptions occurred during the testing. The alleged inaccurate delivery issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging an inaccurate delivery issue with the pump. The subject pump was not available for troubleshooting at the time of the initial complaint. Animas customer support contacted the reported several times after the initial report and the reporter was not able to complete troubleshooting during those follow up contacts. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.